Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors, including the patients age at implant.

Manufacturer narrative:
Corrected data h6 health effect - clinical code ''4580 - insufficient information'' replaces ''4581 - appropriate term / code not available''.

Event description:
Edwards received notification that this 34-year-old patient with a valve model 290027mm implanted in the aortic position underwent reintervention for a valve-in-valve procedure after an implant duration of eight (8) years and seven (7) months, due to severe structural valve degeneration leading to stenosis and regurgitation. As reported, patient presented with a progressive increase in regurgitation gradients. A 29mmtranscatheter valve was successfully implanted within the surgical edwards valve. Patient was admitted in ICU in stable condition after the procedure and was discharged home on post-operative day 2.

Manufacturer narrative:
H10: additional manufacturer narrative: this model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001. The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.